Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was evaluated in the emergency department and prescribed oral steroids (prednisolone) and antihistamines (benadryl). This is being reported based on the treatment of systemic steroid and antihistamines. No additional patient or event information is available.